Event description:
Rptr had a ruptured saline mcghan implant replaced that set off a rejection so severe that it caused them to become sensitized/allergic to drugs, foods, basically anything not of a natural source.